Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 1 2025 data extract for mitral serious injury events for the sapien 3 ultra valve. This report summarizes 2 mitral permanent pacemaker serious injury event(s) for the sapien 3 ultra transcatheter heart valve. The age range for these event(s) is 72 - 83 years. The breakdown for gender is as follows: 2 female(s) and 0 male(s).

Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 2 permanent pacemaker serious injury event(s) for the sapien 3 ultra in the mitral position. The time to event (tte, in day(s)) for this event is 1 day(s). The device identification (di) numbers for edwards sapien 3 ultra transcatheter heart valve are: (B)(4). Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with invasive cardiac interventions, including the use of transcatheter heart valves. Conduction system disturbances during transcatheter valve replacement may be related to several patient factors (pre-operative co-morbid status, the degree mitral annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities) and procedural factors (depth and profile of the implanted prosthesis, sheath, wire and delivery system manipulation). In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The reported event is a known anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. However, the conduction disturbance may be related to the potential contributing factors described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.